Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, it was reported that the customer went to the emergency room and was admitted to the hospital with a blood glucose (bg) of 100 mg/dl and a high level of ketones. In an attempt to treat the elevated bg, the customer administered a manual injection of insulin. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue.